Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The analysis was performed by asahi intecc. Co. Ltd: with the provided information, it is inferred that rotational and/or push-pull manipulation was excessively made to the guide wire of which distal end was trapped in the lesion, resulting the break age of the guide wire tip due to the accumulated bending and/or rotational force exceeding the product's design limit. Though device investigation could not be conducted, since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Warning section of instructions for use describes; if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. And as possible complications and adverse events of guide wire use: separation or breakage of the guide wire.

Event description:
It was reported that the procedure was to treat a chronic totally occluded (cto) lesion located in the non-calcified right coronary artery (rca). The sion blue guide wire was advanced to the cto lesion; however, it was felt that the guide wire did not enter the true lumen of the vessel. The guide wire tip became trapped in the cto lesion and could not be removed. During attempted removal the tip of the guide wire separated. As the tip was stuck in the cto lesion, no attempts were made to retrieve the separated segment of guide wire. An attempt was then made to advance the balance middleweight elite guide wire through the cto; however, the same resistance was felt during advancement and again it was believed that the guide wire had not entered the true lumen of the vessel; therefore, the bmw elite guide wire was removed without resistance. A non-abbott guide wire was then advanced through the true lumen into the rca successfully and the procedure continued on without any further issues. The patient is well post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).